Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed that the right atrial (ra) lead was experiencing far r-wave oversensing. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2022. The patient was discharged post-procedure.